Manufacturer narrative:
Na

Event description:
It was reported that the x-frame of the cot broke when a pt at or near weight capacity was being transported at the fully raised cot position. It is alleged that the outer lift tube broke when the fully raised cot rolled over a deep pothole. No injury was reported.